Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event: estimated d4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to a an impella interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The sutures of one new prostyle device were successfully pre-placed. The impella procedure was completed. When advancing the knot of the one pre-placed prostyle sutures, a suture break occurred. Hemostasis was achieved using a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.